Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device inappropriately shut down and displayed a "suspicious triggers - 2053" message. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device and correcting information submitted on the initial medwatch report. Please reference section b5. Evaluation: zoll medical corporation evaluated the device and the customer's report of device shut down was not replicated or confirmed. The device was put through extensive testing including full functional testing and stress testing without duplicating the report. The device's power interface module was replaced as a precaution. The device was recertified and returned to the customer. Review of the device activity logs did not show any faults that could be associated with customer report. The customer's report of the device showed an alarm right before it turned off was observed during review of the device activity logs. However, the device was put through extensive testing without duplicating the report. An internal inspection resulted in no findings. The smart pneumatic module was replaced as a precaution. This report was inadvertently submitted an reports of this nature are typically not submitted as there would be no potential for clinical impact. No trend is associated with reports of this type.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device inappropriately shut down and displayed an unknown error message. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.